Event description:
It was reported that the current right ventricular (rv) lead had high thresholds and poor sensing. The lead was explanted and replaced. Additionally, it was reported that the physician felt that the prior right ventricular (rv) lead had a possible malfunction overall as it was noted that the prior rv lead¿s pace/sense portion of the lead had been capped six years ago. The physician elected to remove the entire lead during the current rv lead revision. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2015. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the helix of the lead was extrinsically bent, and visual summary analysis of the lead indicated apparent explant damage.